Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic after receiving a vibratory alert the device exhibited intermittent high, out of range pacing lead impedance on the ventricular channel. The pocket was opened and the physician noted fluid in the header of the device. The header was cleaned and further testing yielded normal impedance measurements. The device remains implanted and the patient was doing fine following the procedure.